Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the flex deflectable videoscope had a e227 scope communication error. The issue occurred immediately before the start of the procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's investigation. The device was returned to olympus for inspection and the reported failure of e227 was not confirmed. However, device evaluation found damage to the imaging unit and an error b31 (scope communication error) was observed. Additionally, evaluation found the scope ID data is missing. The root cause of the reported issue cannot be determined. Based on the results of the investigation, the scope communication occurred probable cause was due to damage to the imaging unit and physical stress to the video connector part. The missing scope ID data probable cause was due to physical stress on the video connector part caused it to deform, resulting in the loss of communication. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.